Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow-up exam. Upon interrogation it was noted that the device reached eri (B)(6)2016 and eos (b)(5) 2016. The device was explanted and replaced. Patient presented to cath lab for procedure doing well and left post procedure with new device in excellent condition.